Manufacturer narrative:
(B)(4).

Event description:
It was reported that during "stage 2" implant procedure the left lead was dissected and the boot came off the lead. It wasn't clear if it was physician's technique or if the boot was properly secured on the lead from the "stage 1" procedure. The end of the lead was eventually retrieved without any interventions. The lead was attached to the extension and the implantable neurostimulator (ins) and impedance values were normal. The patient was doing fine and "diagnostics were within normal limits." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708660, serial # (B)(4), product type extension; product ID 3708660, serial # (B)(4), product type extension; product ID 3550-05, lot # n310682, product type accessory. (B)(4).